Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 27-jan-2023. H.6. Investigation summary: bd received 2 samples, one from each reported lot number, for investigation. The samples were evaluated by visual examination and the indicated failure mode for defective locking mechanism with the incident lot was observed as the eclipse shield was detached from both samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 2 lots of bd vacutainer® eclipse¿ blood collection needle the shield broke off. There was no report of patient/user impact. The following information was provided by the initial reporter: when user wanted to lock the emsn's shield, the shield was broken.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2139807. Medical device expiration date: 31-may-2027. Device manufacture date: (B)(6)2022. Medical device lot #: 2144113. Medical device expiration date: 31-may-2027. Device manufacture date: (B)(6)2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 lots of bd vacutainer® eclipse¿ blood collection needle the shield broke off. There was no report of patient/user impact. The following information was provided by the initial reporter: when user wanted to lock the emsn's shield, the shield was broken.